Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The fractured segment and the main body were returned to the manufacturing facility for evaluation. The fractured segment and the main body were measured and it was determined there is no missing portion on the actual sample. Magnifying inspection of the fractured segment revealed that the urethane outer layer had been elongated and the main body of the urethane outer layer had been elongated with the core wire being exposed. Electron microscopic inspection of the fracture revealed the generation of some creases on the urethane layer. The urethane outer layer was melted away and the fracture cross-section of the core wire and was inspected under electron microscope which revealed the presence of a dimple pattern (concave and convex pattern), with the lateral side being in the flat state. The outside diameters were measured and confirmed to meet manufacturer specification. The kink resistance of the shaft was measured and confirmed to meet manufacturer specification. Functional testing was conducted on a test sample and was subjected to repetitive 90-degree bending forces until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the generation of the dimple pattern on the flat fracture cross-section surface to be similar to that of the actual sample. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. There is no evidence that this event was related to a device defect or malfunction. Based on investigation, it is likely that during insertion of the actual sample into the target lesion, the actual sample was subjected to repetitive bending forces, where metallic fatigue occurred, resulting in the fracture of the core wire. Subsequently, the urethane layer was exposed to a pulling force and was fractured. The IFU of this product does have the statement in the warnings section. "Manipulate the guide wire m slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Improper manipulation of the guide wire m without fluoroscopic confirmation may result in vessel perforation. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the rf gw m device. Follow up communication with the user facility confirmed the following information: in the shunt pta, during the manipulation of the actual sample through a sheath, the distal angled segment of the actual sample became fractured and remained in the patient's body temporally; it was reported the pta was not successful and switched to shunt operation; and at the time of incision, the segment remaining in the patient's body was removed successfully.